Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger/slider was blocked and jammed. Therefore, the reported condition was confirmed. It was further noted that the clutch was damaged and the battery housing lock was damaged. The assignable root cause was determined to be due improper maintenance and cleaning. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(4) that once the battery device was inserted into the battery reciprocator device, it was observed that it was difficult to remove the battery device from the battery reciprocator device. During in-house engineering evaluation it was observed that the trigger/ slider was blocked, jammed. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.